Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2010, the pt was implanted with an scs system. It was reported that on (B)(6) 2010, the pt experienced a sudden sensation in his back and since then, it was only receiving stimulation in the right leg which was not effective. On (B)(6) 2010, it was reported that the pt's lead was repositioned on (B)(6) 2010.